Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the confirmed load not recalled issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the confirmed load not recalled issue for the sterrad® nx unit was reviewed for the prior six months from open date and no significant trend was observed. The sra shows the risk for exposure to biohazardous, pathogenic or infectious material to be "low." The assignable cause of the confirmed load not recalled issue is likely due to user error. The customer was educated and advised that loads from cancelled cycles should be repackaged and reprocessed. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a cycle cancellation of a plasma subsystem failure with their sterrad® nx sterilizer and the cancelled cycle was released for use on patients prior to reprocessing. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, asp has decided to report all incidents of loads that are released from cancelled cycles prior to reprocessing.